Manufacturer narrative:
Based on the claim against the product by the customer noting grip failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received maryland bipolar forceps (mbf) to perform failure analysis. The mbf instrument was analyzed and the reported complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the grip bumper test. Additional findings not reported by site: the instrument was found to have thermal damage on the yaw pulley. The cause of this failure is attributed to mishandling/misuse. The instrument was also found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. This complaint is considered a reportable event due to the following conclusion: the mbf instrument was found with thermal damage on the yaw pulley during failure analysis investigations. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the maryland bipolar forceps instrument was not gripping well. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything abnormal. The instrument did not collide with any other instrument or tool during the procedure. There was arcing observed during the procedure. The procedure was completed with a backup instrument. The customer confirmed that there was no patient injury due to the issue.